Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was discovered via monthly maude review and FDA medwatch letter (mw5086459) (received same day) that the following incident occurred: during the repair of arthroscopically assisted right rotator cuff repair, one of the disposable applicators/instruments (arthrex surefire scorpion needle) tips broke off into the shoulder. Surgeon was unable to retrieve it (approximately 3mm triangular tip). Portable x-ray ordered per md verbal order. Portable x-ray done. Tip visualized in tendon per dr. Surgeon to inform patient. Additional information obtained 7/18/2019: the remaining portion of the needle was kept by the facility for evaluation. The lot number of the mating handpiece is not known.